Event description:
A lina loop el-200-8 was used in lsh procedure and placed around the uterine isthmus, the wire loop broke. Another el-200-8 was used to complete the surgical procedure. After surgery, the pt suffered from severe peritonitis. The pt underwent an exploratory laparotomy and repair of a perforated bladder.